Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an inappropriate shock. This was due to atrial fibrillation (afib) with rapid ventricular response (rvr) caused by atrial undersensing. Programming changes were not made. The patient was stable.